Manufacturer narrative:
Initial reporter e-mail: (B)(6). The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) transfer set disconnected from a patient line extension set. This occurred during an unspecified process step of pd therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.